Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the unit did not pass the pressure testing, because the upper specification were out of range during preventive maintenance. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the internal and arterial pressure were out of range at 103mmhg. The failure occurred during preventive maintenance testing. A getinge field service technician (fst) was sent for investigation and repair on 2023-03-25. The reported failure could not be replicated in the depot center. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the failure could not be confirmed on the date of event. No exact root cause could be determined, because the failure could not be replicated. According to the risk file of the cardiohelp device the following most probable root causes can also lead to the reported failure: wrong pressure information due to: wrong plugged external pressure or disconnection (mix up). Response time is too long. Positive or negative pressure beyond specification (release of tubes). To high/low atmospheric pressure. Since this failure occurred during preventive maintenance, which is performed with a testing hls set, the hls set as the cause could be excluded. In the instruction for use for the cardiohelp in chapter 2.2.4 "general precautionary measures during use" is stated to not bend or clamp the tube while the pump is running. Furthermore in the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The device was manufactured on 2021-04-14. The device history record (DHR) of the cardiohelp was reviewed on 2023-05-04. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "internal and arterial pressure were out of range" could be confirmed during preventive maintenance, but no product related malfunction was identified in the depot. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the internal and arterial pressure were out of range at 103mmhg. The failure occurred during preventive maintenance testing. Complaint ID: (B)(4).